Event description:
Boston scientific crm received information that this atrial pacing lead had dislodged following the patient's valve replacement surgery. It was noted that the leads had to be moved out of the way for this procedure. The leads were repositioned and remained in service. However, right ventricular (rv) lead measurements were poor and the patient was scheduled for a lead revision after recovery from the valve surgery was complete.

Event description:
--

Event description:
--

Manufacturer narrative:
During the lead revision, the atrial lead was confirmed to be dislodged and was observed lying freely in the ventricle. The atrial lead was explanted and was replaced with a competitive lead. The lead was damaged during laser extraction, but the hospital intended to returned the lead to boston scientific. As of today, the lead has not been received. This report will be updated if additional information becomes available.

Manufacturer narrative:
The complete lead was returned, with a severed and bent stylet stuck in the lead. Cuts in the insulation were noted, and the conductor coils were deformed in multiple locations. Dried tissue was noted in the helix. Analysis performed on the dislodged lead has not identified any defect that may have caused or contributed to the reported clinical event. Damage to the lead was likely caused during the extraction procedure.

Manufacturer narrative:
The explanted lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.